Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion located in the rca. It was reported that the stent failed to cross the lesion and dislodged during delivery. No patient injury is reported.

Manufacturer narrative:
Date received by manufacturer: 2018-12-10. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion located in the rca. No difficulties were noted when removing the protective sheath. The lesion exhibited moderate tortuosity, mild calcification and 85% stenosis. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated . The device passed through a previously deployed stent. No resistance was noted advancing the device to the lesion. The inflation device remained on neutral pressure during delivery of the device. It was reported that the stent failed to cross the lesion. Stent deformation occurred on the balloon due to pushing the catheter and the stent catching on plaque. It was initially reported that the stent dislodged but it was subsequently reported that only stent deformation occurred. The stent was removed on the catheter. Another stent was used to complete the procedure. Note: event previously reported: MFR report # 9612164-2018-03744. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: a guidewire was returned with the device. The proximal stent wraps were bunched and not positioned correctly at the proximal markerband. The distal stent wraps were not positioned correctly at the distal marker band. The stent had moved proximally on the balloon. Deformation was evident to the 15th to the 30th distal stent wraps with struts bunched. Tissue was evident in the bunched stent struts. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. Image review: the images capture the rca, with a lesion site evident exhibiting a degree of stenosis. There does not appear to be evidence of a previously deployed stent in the rca from the images. The delivery of what appears to be a balloon device is evident from the images. Further treatment of the rca is then captured, possibly pre-dilation. The next images capture what appears to be the resolute onyx 2.0x30mm stent attempting to advance or withdraw through the guide catheter. The proximal marker-band is visible within the guide catheter, and it appears that the proximal end of the stent is deformed and bunched immediately distal to the guide catheter. There were no images capturing the removal of the device. The next images show two stents successfully deployed in the vessel, and further dilation of the vessel with unidentified balloons. If information is provided in the future, a supplemental report will be issued.